Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: 37642, serial/lot #: unknown, ubd: , UDI#: ; product ID: 37642, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient programmer wouldn't power on. Agent had the caller put new batteries in the device and attempt to power on. The caller stated that the device still will not power on. A replacement was sent. The caller mentioned that they have two other patient programmers that will also not power on but stated that they do not know where they currently are.

Manufacturer narrative:
H3. Analysis of the programmer s/n (B)(6) found the boards were corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.